Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they couldn't feel any stimulation, noting that it started to slow down probably two weeks ago and they started not to feel it since last week. Agent walked pt on how to adjust their settings; pt confirmed that a message stating "neuro sense is currently adjusting therapy. Try again in a few seconds or consult manual" displayed. Agent instructed pt to switch groups. Pt will monitor the issue and will follow up with their hcp if it persists.